Event description:
Patient called to report that while walking up some steps and carrying a cordless telephone near his chest, the patient received an appropriate shock which was possibly caused by electro-magnetic interference. The patient also reported not taking his potassium for three to four days. The patient was referred to their physician and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.